Manufacturer narrative:
It was reported that the ventilator had pressure flow transducer issue. No more information was available. The ventilator was investigated on site by our field service engineer who confirmed the reported failure. Issue was resolved by removing and cleaning the expiratory valve with water. After placing the cleaned expiratory valve back into the unit it passed all functional tests and was handed back to customer in working condition. However, despite several reminders, device logs were not provided. Therefore, no root cause can be established. Pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than ±5 cmh2o from factory calibration. During this test, the different subsystems concerned are compared. The difference between the sub-systems must not be more than ±1 cmh2o at 60 cmh2o.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had pressure flow transducer issue. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).